Event description:
On (B)(6) 2009, the pt reported that last night, while trying to deliver a bolus of insulin via his infusion device, he noticed there were no icons on his device display. He stated there appears to be a big black area on the display screen. He said the display is not cracked. He stated his device has not been exposed to liquids and has not been dropped. The pt was instructed to insert a new battery into his device. He stated his device beeped and the backlight came on, but the issue was not resolved. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.